Event description:
Kalteis, k., et al. Influence of bilateral stn-stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease/journal of neural transmission/2006/113/9/1191-1206. The article describes a study where the authors investigated the effects of dbs subthalamic stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease. A total pts were assessed three times prior to surgery and at three, nine weeks as well as three, six and twelve months after surgery. Some post stimulation complications were noted. Approx. Six months post-operatively, one female pt noted a worsening in psychosocial and psychiatric functioning vis a vis psychological construct questionnaires, specifically in greater anxiety and less well-being. The pt had history of moderate depression (treated with amitriptylin) and also reported psychosocial difficulties before surgery. No treatment or outcome info was provided.

Manufacturer narrative:
This report is being submitted following an internal audit.